Event description:
According to the pt, this endograft did not function as needed resulting in the pt undergoing open repair. We cannot confirm the clinical observation. No additional info is available at this time. If additional info becomes available, this event will be updated.